Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Product ID c4tr01, implanted: (B)(6) 2012; product ID 694765, implanted: (B)(6) 2008; product ID 5076-52, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned from the pape funeral home with no information. Information identified in the online obituary indicated the patient died approximately seven months post implant of the ipg system. A cause of death is not known.